Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after new batteries were installed twice. The customer's blood glucose reading was 504 mg/dl at the time of incident. Troubleshooting found that the pump automatically went to rewind when the batteries were installed and the customer was unable to finish the rewind. Customer was advised that a new battery cap will be sent and to call back if this does not resolve the issue.